Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a difficultly to drain water from the foley catheter.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received 1 all silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119314, manufacturing lot number ngkn0583 and batch number mykr3301. Visual inspection noted that the balloon was inflated upon return. Water removed with syringe. Catheter tested for difficulty deflating. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. Concentricity of catheter balloon is 75/25. Attempted to deflate the balloon passively and only 2 ml could be withdrawn with in 5 min. Using in house syringe 10ml passively deflated in 02min45sec. After deflation cuffing noted. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a difficultly to drain water from the foley catheter. Per notification from investigator on 17feb2026, it was reported that asymmetrical balloon was found with 75/25 concentricity and after deflation cuffing noted during sample evaluation on 12feb2026.